Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805007, medical device expiration date: 04/30/2023, device manufacture date: 05/22/2018. Medical device lot #: 1710027, medical device expiration date: 09/30/202, device manufacture date: 10/27/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe luer lok¿ "needle or the luer lock cap" was "becoming twisted" during insertion.

Manufacturer narrative:
Investigation summary: it has been received for investigation: 2 unused samples with open blister of 10ll lot 1802014 connected to needle; 3 unused samples with open blister of 10ll lot 1802010 connected to needle; 4 unused samples with open blister of 10ll lot 1710027 and 3 unused samples with open blister of 10ll lot 1805007 connected to needle connected to needle and 2 pictures. Upon visual inspection of the 2 pictures received it can be observed one of the syringes has the needle attached twisted. Upon visual inspection of the 12 samples received, it can be observed the needle is correctly attached to the syringe they are not twisted but the protector of the needle is misaligned causing the effect of twisted needle or tip. Protector of needles is detached and it can be observed the needle is aligned to the syringe. DHR of lots 1805007, 1710027, 1802014 and 1802010 has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread verification test is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132 and jg-600 with iso 594 compliant pass/non pass gauges (#10-419/2 and #10-413 respectively). Syringe tip and thread of the 12 samples received are verified with these gauges and they are iso594 compliant. Needles hub is verified with an iso 594 compliant pass/non pass (#10-431/2) gauge finding it iso compliant. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no manufacturing defect has been found in the 12 syringes received, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that the bd plastipak¿ hypodermic syringe luer lok¿ "needle or the luer lock cap" was "becoming twisted" during insertion.